Event description:
(B)(4). Device was covered by insurance. Not 100%, but 80%. Side effects include: excessive weight gain, hip pain, lower back pain, headaches, extreme moodiness, depression, extreme skin and touch tenderness, floaters in eyes, dizziness, tenderness in abdomen, cyst on ovary, large fibroid on uterus, excessive bleeding, baseball size blood clots, and prolonged bleeding for weeks at time. All resulting in hysterectomy. Right coil perforated tube and was sitting on top of uterus and left coil is missing.